Manufacturer narrative:
H10: for the two complaints, both devices were not returned to bd. As the lot number for the devices were not provided, a manufacturing review could not be performed. Therefore, the investigation of the reported event is inconclusive. For other malfunction, catalog number (unknown filter) was updated. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unknown g2 express. Vena cava filter allegedly experienced detachment of device or device component, and patient device interaction problem. These reports were received from various sources. Both events did involve patients with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: for both devices, lot numbers were not provided and lot history review could not be performed. Of the 2 devices, the product catalog number of one device was reported as unknown filter. Of the 2 reported malfunctions, one malfunction provided with medical records. For one malfunction, the investigation is confirmed for the alleged filter limb detachment. However, the investigation is inconclusive for the alleged perforation of the inferior vena cava. For another malfunction, medical record was not provided; therefore, the investigation is inconclusive for perforation of the ivc and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced detachment of device or device component and perforation. These reports were received from various sources. Both malfunctions did involve patients with no reported patient injury. One male patient was 57 year old. All other patient details were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced detachment of device or device component and perforation. The report was received from single sources. The reported malfunction did involve patient with no reported patient injury. The 57 years old male patient weight was not provided.

Manufacturer narrative:
H10: of the two reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdrs 2020394-2022-90112. H10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for filter detachment. However, the investigation is inconclusive for the perforation of the inferior vena cava. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the two complaints, both devices were not returned to bd. As the lot number for the devices were not provided, a manufacturing review could not be performed. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device was labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unknown g2 express. Vena cava filter allegedly experienced detachment of device or device component, and patient device interaction problem. These reports were received from various sources. Both events did involve patients with no reported patient injury. Age, weight, and gender were not provided for the patient.